Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jun. 25, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that it presented cut in half. The lens was cleaned, presenting with no issues that would have caused or contributed to the complaint event. The complaint issue "visual disturbance- dysphotopsia" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5 and a6: unknown/ not provided. Asku. Section b3: date of event: exact date unknown/not provided. Best estimate date is between jun 15, 2023 and may 9, 2024. Section e1: initial reporter's first name: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from a patient's right eye due to dysphotopsia. The explanted lens was replaced with a non-johnson & johnson lens. There were no medical or surgical interventions and no patient injury reported. The patient outcome was good. No further information was provided.